Event description:
At the initiation of the patient's hemodialysis treatment it is alleged that a blood leak occurred. Blood was noticed in the hanson connector. The complainant alleges the leak was noted to be internal. The patient's blood in the lines and dialyzer was not returned back to him. These were discarded. A new set of lines and dialyzer were set up and the patient was able to receive his entire treatment without further incident. Ebl was approximated to be around 300ml's. Patient did not experience an adverse event or require any medical intervention. The sample was not available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.